Manufacturer narrative:
The device was returned for evaluation and an engineering evaluation was performed. The returned device was visually examined, and the following was observed: the liner was fully expanded as designed. The distal tip was torn radially, along the distal edge of the liner. The liner was slightly bunched towards the hub. Scratches were noted on the hdpe near tip. All score lines were present. The distal tip was not opened along the axial score line. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint sheath distal tip torn was confirmed per evaluation of the returned device and provided imagery. However, no manufacturing nonconformance was identified during evaluation. Review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaints. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were noted during device unpacking or preparation. Per event description, ''when inserting the esheath the distal tip was torn... As per medical opinion, the root cause of the distal tip torn was the calcification of the femoral artery''. Per returned device evaluation, the sheath distal tip was observed to be torn radially along the distal edge of the liner, aligning with the provided pictures. Additionally, scratches were also noted on the hdpe, which could be indicative of calcified access vessels. The failure mode is characteristic of sheath tip tear events as described in product risk assessment (pra). While a definitive root cause was unable to be determined, previous investigation indicated that the tear is attributed to improper tip expansion, resulting in interference between the crimped valve and sheath tip during delivery system advancement, tearing radially the distal tip along the distal edge of the liner. Additionally, it was reported that the patient presented mild degree of access vessel tortuosity and moderate degree of access vessel calcification. Tortuosity and calcification can lead to non-coaxial alignment between the crimped valve and the sheath, which may lead to the valve struts to catch onto the sheath distal tip, increasing resistance during advancement and tearing the tip. Sharp nodules of calcification in the access vessel may also lead to tip damage through direct contact during advancement of the sheath through the vessel. As such, the failure mode may be related to improper expansion of the sheath tip during thv advancement and/or patient factors (tortuosity, calcification) may have contributed to the complaint event and subsequent vascular injury. However, a definitive root cause was unable to be determined at this time. A product risk assessment (pra) was previously initiated to document investigation and assess associated risks for the issue. CAPA captures process improvement activities regarding tip expansion which were identified during previous investigation. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
Edwards received notification from our affiliate in germany. As reported, this was an implant case of a 26mm sapien 3 valve in aortic position by transfemoral approach. When inserting the esheath, the distal tip was torn. No resistance was felt when inserting the esheath. The device was removed without difficulty. A stent was implanted from the contralateral side to cover the bleeding in the femoral artery. The patient received a valve implant. The patient outcome was stable. Patient presented mild degree of access vessel tortuosity and moderate degree of access vessel calcification. As per medical opinion, the root cause of the distal tip torn was the calcification of the femoral artery.

Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted upon completion.